Event description:
A caller reported experiencing a cgm error 42, which was associated with their g6 sensor. Technical support provided the caller with information on how to perform a complete pump reset and assisted them through the process. After the pump was reset, the error did not reappear. The caller was able to successfully start a new sensor session. There was no adverse impact to the customer's blood glucose level.